Event description:
It was reported the patient never had therapeutic effect. It was noted the device did not work since the implant. It was stated the device had caused more issues for the patient with no therapy benefit. It was further reported the patient was implanted with the deep brain stimulator (dbs) for anorexia. Additional information received reported the patient wanted the device removed. Additional information received reported the implantable neurostimulator (ins) was accidentally turned off when the patient called into customer services on the morning of report. It was stated they inquired how to turn the ins on and off with the clinician programmer. It was noted they wanted the ins to remain off after the programming was checked.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0b6uf, implanted: (B)(6) 2013, product type lead; product ID 37642, serial # (B)(4), implanted:(B)(6) 2013, product type programmer, patient; product ID 3708695, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708695, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # va0b6uf, implanted: (B)(6) 2013, product type lead. (B)(4). The device was used for an off label indication. The indication the device was used for was anorexia and obsessive compulsive disorder. (B)(4).